Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and episodes of bradycardia with heart rates in the thirties. It was also reported that the implantable pulse generator (ipg) was pacing below the programmed lower rate limit and the r wave measurements were noted to be variable on lead trends. The ipg and right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.